Manufacturer narrative:
This report is submitted on july 11, 2017.

Event description:
It was reported that the patient experienced an infection at the implant site and received treatment for the infection. However, the issue could not be resolved, resulting in the extrusion of the receiver/stimulator. Subsequently, the patient's device was explanted on (B)(6) 2017. Reimplantation is planned, but is it unknown if this has occurred as of the date of this report.